Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2023-69329.

Event description:
It was reported that two fibers broke during a procedure. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.